Event description:
It was reported that the patient experienced some delayed incisional healing. The wound was not improving and now the leads were showing in the incisional area that would not heal. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn:(B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).